Event description:
Boston scientific received information that the patient with this cardiac resynchronization-therapy (crt-d) reported that he was picking something up in his garage when he began feeling woozy. The next thing he knew, he was sitting on the floor. He noted that he was down there for at least a half an hour. The patient was instructed to call his following physician. A request for additional information has been made. There were no additional adverse patient effects. The device remains implanted.

Manufacturer narrative:
Subsequent information from the local field representative indicated that the patient was seen in the office for follow up. The device check was normal and all parameters were with in range. The physician noted some non-sustained ventricular tachycardia episodes that were terminated appropriately by anti-tachycardia pacing. No changes were made to the device as it was determined that there was no device malfunction.

Manufacturer narrative:
As of today, there is no additional information available and our investigation is complete. Should additional information become available, this report will be updated.